Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked both advia centaur cp instruments several times and could not find a cause for the false high troponin ultra results. Both advia centaur cp instruments at the customer site will be replaced by the advia centaur xp instruments in the near future. The cause for the discordant troponin ultra results is unknown. The troponin ultra quality control (qc) and other assays were good a the time of the discordant troponin ultra results. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False high advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from two patients. The patients' samples were repeated and the results were negative. The negative results were reported to the clinician. There was a slight delay in reporting the troponin ultra results to the clinician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.